Event description:
Per the audiologist, the patient reported facial nerve stimulation and headaches one to two times a month when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. Explantation/reimplantation was recommended but had not been scheduled at the time of this report, september 25, 2008.

Manufacturer narrative:
.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.